Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a hypoglycemic event, and was subsequently hospitalized. Reportedly, customer's healthcare provider made settings changes to customer's pump; however this could not be confirmed to be the cause of the event. Additionally, customer ate a meal high in carbohydrates prior. Details of hospitalization and customer's blood glucose level was not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.